Event description:
The screws responsible for attaching the standard treatment couch table top to the support column unexpectedly detached during manipulation by the user causing the table to descend. Serious injury was not reported. There was no pt involved.

Manufacturer narrative:
An urgent device correction notice will be sent to all affected users.